Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was frequently charging her ipg. The patient underwent an ipg explant procedure.